Manufacturer narrative:
(B)(4). The product will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported while the surgery was being prepared at the opening of the case, it was discovered that there was debris within the sterile packaging. Another device was used to complete the procedure and there was no impact to the patient.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show that the product is still sealed in its original packaging. The images appear to show a single piece of debris inside of the sterile packaging. However, it cannot be determined what the debris is and if it is conforming or not from the provided pictures. The complaint is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, based on provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.